Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph using the naked eye which revealed a broken check valve (end of valve broke off and remained in the clear tube). The reported condition was verified. By the nature of the sample, no additional tests were performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the check valve of a clearlink system continu-flo solution set was broken which resulted in a leak. The broken set and leak were discovered during priming with magnesium and prior to patient use. There was no patient involvement. No additional information is available.